Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the needles were not clipping. The following information was provided by the initial reporter: it was reported that safe clip is not clipping needles.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant products device available for eval yes, concomitant products returned to manufacturer on: 2021-01-11 investigation summary customer returned (1) bd safe clip. Customer states that the safe clip is not clipping needles. The returned safe clip was examined and was observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform DHR check for not clipping due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is user related. This issue can occur during normal use of the product. Other text : see h10.

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the needles were not clipping. The following information was provided by the initial reporter: it was reported that safe clip is not clipping needles.